Manufacturer narrative:
The unit was received with currents in specifications. The unit was received with missing segments/partial display due to a cracked zebra connector. Analysis was unable to perform the prime/compromised force sensor system and excessive no delivery alarm due to a display anomaly. The unit had a minor scratched lcd window and cracks near the display window corners.

Event description:
The customer called to report that after beginning use of the replacement insulin pump, they noticed streaks on the screen. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.